Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for acute type b aortic dissection. When the first ctag ac was fully deployed just below the left subclavian artery, it moved about 5 mm to the distal direction. After deploying the petticoat device on the distal side, ctag ac migration (about 1.5 cm to the distal direction) and proximal type I endoleak were observed by angiography. The second ctag ac was deployed at a position where the left subclavian artery was nearly covered (unplanned but intentionally). The endoleak was resolved. Angiography when gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) was placed in the right renal artery revealed suspected dissection in the renal artery distal to the position of viabahn. It was reported that the time of occurrence of dissection was unknown, but reportedly the 7fr ansel sheath for delivering viabahn might have affected it.